Event description:
Pt reported that the pump rebooted without notification.

Manufacturer narrative:
The pump was returned and evaluated by animas. The pump was found to have damaged trace in the power circuit.